Event description:
It was reported that "no disposable error" occurred with 12.6ml remaining, but nothing was in the cassette. Patient has similar pump early finish issue last cycle 2 weeks ago per rn addressing early pump finish at site. No injury. Additional information received via email from customer on (B)(6) 2022 and attached by ICU medical in complaint: customer sends lot number of the tubing but it is invalid.

Manufacturer narrative:
No product or photographic evidence were provided to aid in this investigation. The complaint report offered insufficient details to determine whether this product functioned as intended, or was used in a manner consistent with its instructions for use (IFU) or failed to meet product specifications. Lacking any additional evidence, this complaint has been closed as unconfirmed. If the product is returned, smiths medical will reopen this complaint for further investigation. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device.